Event description:
Complainant alleged that while attempting to treat a patient the device displayed "poor pad contact" and "check pads" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product for evaluation and will be providing a follow-up report when our investigation is completed.